Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) and thyrotropin (tsh) results on their e601 analyzer. The first patient's initial hcgb result was 10000 miu/ml accompanied by a data flag. The sample was diluted 1:100 and the result was 10.00 miu/ml accompanied by a data flag. The sample was then tested without dilution and the result was 10000 miu/ml accompanied by a data flag. The sample was then diluted 1:100 and the result was 15526 miu/ml accompanied by a data flag. On (B)(6) 2013, the second patient's sample was tested for tsh and it returned a data flag. The sample was repeated and the result was 0.024 miu/l. The second repeat result was 1.20 miu/l. The third repeat result was 1.21 miu/l. Information on whether any results were reported outside the laboratory for either patient was requested but not provided. Information on whether either patient was adversely affected was requested but not provided. The hcgb reagent lot number was 171601. The expiration date was requested but not provided. The tsh reagent lot number and expiration date were requested but not provided. A root cause could not be determined. The provided hcgb calibration and quality control data was within range and a reagent issue was not evident. Information on the tsh calibration and quality control was requested but not provided. The assay performed check data from august was within specification. Additional information was requested but not provided. It was noted the customer was not using the recommended rack adapters.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.